Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 4+. One mitraclip was implanted without an issue or malfunction. While grasping with the second mitraclip (cds0705-xt, 20411r149), there was no difficulty, however, a leaflet perforation occurred. The clip was not implanted and was discarded. The mr remained unchanged at grade 4+. That day, a mitral valve replacement surgery was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported unchanged mitral regurgitation and tissue injury could not be determined. The reported patient effect of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.correction: b1¿product problem was selected for the initial report, however, there was no product problem and the initial report had been filed with medial device problem code 2993 ¿ adverse event without identified device or use problem. B1 has been corrected for the final report.